Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to mishandling for example by insulation degradation and carbonized tissue creating a conductive path. Intuitive followed up but was unable to attain more additional information. Customer only said no video recording was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that the 8mm maryland bipolar forceps instrument was burnt at the tip. No further information was provided.